Manufacturer narrative:
Eval: we were unable to confirm the report as it was described, because the affected product was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. However, we can provide the following comments: if the introduction system receives excessive pressure during an attempt to place the stent, damage to the introducer such as kinks and buckled area can occur. Damage to the introduction system could have contributed to the reported difficulty with stent deployment/introduction system removal. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no corrective action is warranted at this time. No further action warranted at this time. No further action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook endoscopy oasis one action stent introduction system. Once the stent and introduction system were in position, the physician experienced difficulty removing the guiding catheter of the introduction system from the stent (i.e. Resistance during stent deployment). Although resistance was encountered, the stent was able to be placed. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.